Manufacturer narrative:
The reported descemet¿s detachment was observed after system message (sm) was displayed by the system. Although the sm was displayed, it was determined that this message was not related to the detachment. However, as no services have been performed, the cause of the sm cannot be determined. Further, as there are multiple factors that could contribute to a descemet¿s detachment, including non-system factors, based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Attempts have been made to obtain additional information, at this time no additional information has been received.

Event description:
A customer reported a case of decemets detachment, during laser assisted cataract surgery. The reporter indicated a laser system message displayed requiring the laser to be reset, at which time the detachment occured. The laser system was reset and the procedure was reported as completed. Attempts have been made to obtain additional information, at this time no additional information has been received.